Event description:
The customer's father called to report that his daughter experienced continuously high bg's (500mg/dl) over a three hour period. A manual insulin injection was administered and the pod was deactivated. The father noted that the needle had not retracted back into the pod after it had fired. The pod will be returned for evaluation.

Manufacturer narrative:
The product was returned and evaluated. It was determined that the insertion needle had deployed prematurely due to the deformation of a component within the firing mechanism. The premature deployment resulted in the needle bending in such a way prevented it from retracting into the pod (as stated in the report). The user failed to note this condition which would have been visible prior to placing the pod. Once placed, this condition could also have been detected through the viewing port, if labeling instructions are followed. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.